Manufacturer narrative:
Philips has investigated this complaint. It was reported that there was a problem with the vascular template. Customer has not accepted quotation, and service has not been provided. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the vascular template. No harm was reported to philips. Philips has started an investigation of this complaint.